Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 9.1cm from the rear seal measuring 0.05cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) a gas leak alarm was generated and blood was found in the iab catheter. The iab was replaced with a new iab. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) a gas leak alarm was generated and blood was found in the iab catheter. The iab was replaced with a new iab. There was no injury or harm to the patient.